Event description:
Baxter call ctr in japan reports home pt reported "a leak found in door" during automated peritoneal dialysis therapy with homechoice set. No pt injury or medical intervention reported.